Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. At an unspecified time, the tubing set was to be deliver an unspecified volume of normal saline. It was reported that during primin of the tubing set prior to pt use, an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.